Event description:
In an abstract titled "kypho-iort: a novel treatment of spinal metastases with intraoperative radiotherapy during kyphoplasty", the following events were reported: there were only two kyphoplasty procedure-related complications: -asymptomatic extravertebral cement leak -asymptomatic pulmonary cement extravasation pain improved in all patients on day one. No further information was reported.

Manufacturer narrative:
Report source: article titled "kypho-iort: a novel treatment of spinal metastases with intraoperative radiotherapy during kyphoplasty", by t. Reis, f. Schneider, b. Hermann, m. Bohrer, r. Schmitt, u. Obertacke, f. Wenz h6: method - device not returned; followed up with author.